Event description:
During a call with the home patient (hp) regarding an unrelated issue the patient reported they were diagnosed with peritonitis. Product surveillance spoke with the registered nurse (rn) on (B)(4) 2012 regarding the patient's peritonitis. The rn stated that the cause of the peritonitis was unknown and did not have any additional information. Follow up information obtained from the patient's peritoneal dialysis nurse on (B)(4) 2012. The patient began automated peritoneal dialysis treatment on (B)(6) 2009. The patient presented to the clinic on (B)(6) 2012 with cloudy effluent. Gram stain and culture samples were obtained at the clinic. Patient was not hospitalized but placed on vancomycin on (B)(6) 2012 and 60 mg gentamycin on (B)(6) 2012. The peritoneal dialysis nurse stated the cause of the peritonitis was poor aseptic technique and has been retrained. The patient is considered to be recovering from the peritonitis.

Manufacturer narrative:
(B)(4). This complaint was confirmed. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause for the report of use error breach in aseptic technique which resulted in peritonitis was undetermined.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the MDR as the product code and lot number are unknown. A sample was not requested as this event involved use error and there was no allegation against the device. A follow-up report will be submitted if additional information becomes available.